Event description:
It was reported that a patient underwent an orthopedic procedure on (B)(6) 2013. Prior to use, the secondary foil was found half opened. The product was not used on the patient.

Manufacturer narrative:
(B)(4): the complaint samples were visually and functionally tested for package seal strength and they met specification.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.